Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at around 8:30 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿240 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with a combination of insulin (humalog on a sliding scale and lantus 26 units). The patient claimed he took 18 units of humalog and 30 units of lantus in response to the elevated result. The patient claimed that the following morning at 1:00 am, he ¿passed out.¿ the emergency medical services (ems) were reportedly contacted for assistance. On their arrival, the patient claimed his blood glucose tested ¿39 mg/dl¿ on the ems device. The patient stated he was administered ¿IV and a sugar shot¿. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on an alleged inaccurate high result obtained with the subject meter.